Manufacturer narrative:
The originally reported air leak issue reportedly occured during a "procedure on the hck."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 air entered the pressure measurement system and subsequently air was administered into the patient. The customer reported there was an air leak detected on "the pressure measuring system" and noted that the "glued connection was crooked". The customer reported they are unable to identify the cause of air entering the system due to another leak identified between the "contrast tube and the connection to the contrast container". The customer reported "resuscitation was performed" as a result of the air leak, but the patient is "doing well". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 air entered the pressure measurement system and subsequently air was administered into the patient.